Manufacturer narrative:
(B)(4). The pump passed operating current, however it was received with a broken off end cap . The pump was unable to perform unexpected restart alarm error, displacement, the basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery tests due to broken off end cap. The pump was received with a cracked case at the display window corner, reservoir tube lip, belt clip slot, reservoir tube window, and battery tube threads. There were also minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated that the cover has fallen off and that wires were visible. It was added that the seal on the end had come undone as well and that the insulin pump was also stuck in the rewind function. Troubleshooting for the damage was performed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there was also a crack in addition to the damaged mentioned but also stated that they did not know any specific events on how the damages occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.